Event description:
The patient had replicon polyurethane covered implants placed october 1986. After 1 1/2 years later the patient developed symptoms of myalgia and fatigue. A bilateral capsulectomy with removal of the implants was performed. The implants appeared intact but devoid of form. This report is late because it was inadvertently mailed to the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.